Manufacturer narrative:
This report is for an unknown confidence cement/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related (B)(4) for patients undergoing posterior fusion of the thoracic, lumbar and sacral spine. Failed spinal fusion has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 1 patient had subsequent surgery within 0 months from the index surgery. 0 patient has reoperation within 0 months from the index surgery. This is for depuy spine confidence cement. A copy of the clinical evaluation form is being submitted with this regulatory report. This report is for an unknown confidence cement. This is report 1 of 2 for complaint (B)(4).